Event description:
It was reported that there was low atrial lead impedance. It was noted there was an insulation degradation on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead, implanted: (B)(6) 2004; sdr203b implantable pulse generator (ipg), implanted: (B)(6) 2004. (B)(4).